Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information which stated after implanting the lead, the physician wanted to use the lead cap. He used the blue hex wrench and while screwing the lead cap, the number 3 contact twisted and was damaged. The lead was replaced. Patient outcome is reported as okay.